Manufacturer narrative:
(B)(4). The insulin pump was received with a solid blank white screen and horizontal black lines due to cracked and bleeding lcd glass. The insulin pump was also received with a scratched lcd window, scratched around the casing and a cracked retainer.

Event description:
Customer reported via phone call that the insulin pump had screen damaged. Customer blood glucose reading was 148 mg/dl. Troubleshooting was performed. The failure analysis reported the lcd bleeding. The display reads white and horizontal lines.

Manufacturer narrative:
The correct information has been provided with this report.